Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric fundus during an endoscopic submucosal variceal dissection (esvd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the fourth band was attempted to be deployed; however, the suture broke and the band would not deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 2610 for the reportable issue of bands failed to deploy. Problem code 1069 for the reportable issue of suture broken. Received one speedband superview super 7 for analysis and the suture was not returned with the device. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found four bands present with two bands moved out of their original position. It was noticed that the ligator head teeth were bent. The trip wire was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, these failures are likely due to handling and manipulation of the device. Once the ligator head teeth are damaged, the suture can be detached from its position and this condition could have impacted the bands deployment activity which could have caused the reported issue. Additionally; it is very important to mention that during manufacturing the product is inspected to ensure its proper integrity and there is no control in how the units are handled at the field. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric fundus during an endoscopic submucosal variceal dissection (esvd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the fourth band was attempted to be deployed; however, the suture broke and the band would not deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.